Event description:
As reported, one fogarty was found with broken package at the meeting room. They don't know how they were broken, when opening the package they noticed the introducer was unsealed. The device was not sterile anymore.

Manufacturer narrative:
One fogarty catheter was received inside a broken shipping tube. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The catheter was received in a broken shipping tube. The tube is broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was pulled out of the tube, it was found to be bent at the same location as the outer tube break. The balloon and windings were found to be in good condition. Although the reported damage was confirmed, there is no indication this is related to the manufacturing process; there is no actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.